Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while disconnected from the ilet pump for several hours, during which a subcutaneous dose of rapid-acting insulin was administered via pen; the pump was later reconnected and no device alarms were reported. Symptoms included sweating and sleepiness. Outcomes included self-treatment with oral carbohydrate and caretaker assistance, without medical intervention or hospitalization. Investigation included troubleshooting and user education regarding not administering insulin by injection while connected to the ilet and reviewing the sequence of disconnection, reconnection, and glucose trends. Investigation of this case revealed that the low glucose occurred while the user was off pump therapy and after receiving an insulin injection, with no evidence of pump malfunction or infusion set failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.